Event description:
It was reported that during a procedure with this fiber, it broke its own axis. No further information has been provided.

Event description:
It was reported that during a procedure with this fiber, it broke its own axis. No further information has been provided.

Manufacturer narrative:
With the available information, boston scientific concludes that the reported fiber break was not confirmed. However, analysis did identify the glass cap was rotating independently of the metal cap, indicating there was a glue failure. The analysis identified severe devitrification and detritus which are indicative of heat accumulation due to prolonged tissue contact. Based on analysis result, the interaction between the user and device caused or contributed to the reported event and damage to the cap. It is probable that the tissue adhesion on the metal cap contributed to elevated temperatures near the laser beam output window. Continuous elevated temperature can lead to fiber damages including glue failure. According to the device instructions for use, the user is to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber body.